Event description:
Procedure: lap gastric bypass. According to the reporter: during the procedure, the doctor reported extra bleeding. Bleeding was contained with clips. Post op, the pt started to cough up blood. The pt was scoped and a small amount of bleeding was noted at the anastomosis. Bleeding was treated with medications.

Manufacturer narrative:
(B)(4).